Manufacturer narrative:
This product is manufactured in us but not marketed in the u.s. (B)(4). Work order search: no similar complaint types were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.2 mm vticmo13.2, diopter -14.5/2.0/098 implantable collamer lens, into the patient's right eye (od) on (B)(6) 2017. In the same day, the lens was exchanged for a different model lens due to lens tear/break during injection into the eye. The problem was resolved. As of the date of MDR submission the lens has not been returned.

Manufacturer narrative:
Device evaluation: the lens was returned dry in a micro centrifuge vial. Visual inspection found the lens optic torn and clear residue on the lens surface. (B)(4).